Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 5. The baxter technical service representative (tsr) explained the alarm. The tsr asked the home patient (hp) if he used anything sharp to open his supplies and he said he uses a razor blade. The tsr explained to the hp he should never use anything sharp to open the supplies. The tsr instructed the hp to end therapy. The tsr had the hp cycle the machine and then the tsr reviewed the alarm log and found a se 2240. The tsr assisted the hp to end therapy. The hp would contact his peritoneal dialysis registered nurse (pdrn) regarding air in his lines. The call completed and the hp would start over with new supplies. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There were no patient extension lines being used and no open clamps on any unused supply lines. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the hp on (B)(6) 2012 and he was able to complete therapy the next day with new supplies. He just ended therapy that night since it was so late. He did not notice anything unusual about the previous supplies. He did not have a sample or a lot number available. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 and she was not aware of the patient having had that alarm. She was upset that baxter did not inform her of this error right away and the writer explained that baxter always tells the patient to contact the nurse right after getting an alarm such as a se 2240. As far as she knows the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.